Manufacturer narrative:
(B)(4). Date sent: 02/06/2023, batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: did the use of the pmw35 device cause or contribute to the extended hospital stay? If yes, explain why? Was the stapling done by one or two individuals? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Response: new information from the surgeon. Stapling performed after taking care to bring the edges of the scar together using a technique proven for more than 20 years without any complications of massive disunity of the scar as described. Remember using this stapler as I usually do without noticing any difficulties." This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was an incident of disunity of the wound in the delivery room with revision by suture and extension of hospitalization by one day. Procedure: c-section.

Manufacturer narrative:
(B)(4). Date sent: 3/01/2023. Additional information received: no problem when using the stapler. Stapling is done by 2 people. The edges of the skin were well brought together and held with forceps in front of the stapler. In addition, a new suture release occurred.